Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported unresolved "ext high ppeak and safety valve" alarms on this avea ventilator. The customer also reported the device in an inoperative condition due to this event. No reported patient event associated with this issue by the customer.

Manufacturer narrative:
The suspect gas delivery engine (gde) was not available for return at the time of the initial MDR submission. Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found minor cosmetic damage to the rear of the gde. The investigation did duplicate the customer event. The alarm conditions and device behavior has been identified with a railed expiratory pressure transducer component within the gde associated with a known field corrective action.